Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure, image not displayed, was confirmed; however, the screen turning purple or green was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the video cable section was broken, and the light transmission was lost or was too low. Based on the investigation's results, the malfunctions found were likely caused by the following: the r-unit was broken, so the image was not displayed. Component failure was the most probable cause of the complaint. The light guide bundle of the video cable section was broken, so the light transmission was lost or too low. Component failure was the most probable cause of the complaint. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid video scope image disappeared, and the screen turned purple or green. The issue occurred during a hemicolectomy procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope image disappeared, and the screen turned purple or green. The issue occurred during a hemicolectomy procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted for correction to h6 and h11 of the first follow up report. H6: adding c19 - no device problem found. And d15 cause not established. H11: the light guide bundle of the video cable section was broken, and the light transmission was lost or was too low. A definitive root cause of this event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.